Event description:
This lead was capped and replaced due to progressively increasing rv pacing impedance and rv pacing threshold. There were no adverse patient events reported. Should add¿l info be received, this report will be updated.